Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during a remote follow-up; the device was noted in backup vvi mode. The device was restored successfully. No patient consequences were reported. The patient will continue to be monitored.